Manufacturer narrative:
Ent report was obtained on (B)(6) 2026. This report indicates that the patient has normal to moderate sensorineural hearing loss in the right ear and normal sloping to a mild to moderate sensorineural hearing loss in the left ear. Provider feels that tinnitus is more likely related to high-frequency sensorineural hearing loss than from tms. The patient's employment involves a potentially loud work environment on a regular basis. Patient was cleared by the ent to continue tms if they choose to do so. Patient was seeing benefit for their depression and ocd when they originally stopped treatment.

Manufacturer narrative:
The provider reported that a patient was experiencing new bilateral tinnitus. The patient said they were hearing a high frequency sound in both ears. This does not interfere with their daily routine or are able work. Patient said that it varies in pitch and frequency but may be a little better since pausing tms treatment. Patient would like to continue with tms but provider wants to wait until they have a complete work up with the second ent. Patient has seen an urgent care provider and one ent so far and both stated that the findings were all normal or not informative as to the reason for the new tinnitus.

Event description:
The provider reported that a patient on their 12th ocd/mdd tms session was experiencing bilateral high frequency tinnitus that had been unremitting for several days.